Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number - (B)(4)for product code otn. Submissions for product codes pah and otp can be found under manufacturer reports numbers 3005099803-2015-00490 and 3005099803-2015-00491.